Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead has low pacing impedance for the last eight months. It was also reported that if programmed in a unipolar mode there is pocket stimulation. There was no indication of any changes made and the lead remains in use. No further patient complications have been reported as a result of this event.